Manufacturer narrative:
Technical support performed troubleshooting over the phone to determine the customer reported issue of 8300 error 570.6200. Technical support- 1. Check harness to oridion module and reseat harness. 2. Replace etco2 board 3. Send in to factory for repair. Let biomed know to check the harness to oridion module. If it is still giving error, he will call back for a repair RMA. Emailed the service depot pricing. A review of the device history record showed the device had a manufacture date of 02jul2014. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn(B)(6) was performed which confirmed that this device was not involved in a production failure. Based on the findings, technical support was unable to determine the proximate cause of the reported issue. A review of the complaint history record in trackwise and sap was performed for the sn(B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. There were no existing CAPA¿s listed for any of the parts listed in this file for repair. H3 : no product returned.

Event description:
It was reported that device received 570.6200 error. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
The device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that device received 570.6200 error. No additional information was provided. There was no patient involvement.